Event description:
Packed red blood cells were being administered to the patient. Due to the saline shortage, I did not have the flush side open; it was clamped with the blood running through the other side of tubing. When I went in to check on patient, I noticed blood was dripping down onto floor. No leak was found other than blood was back-primed to other side of tubing that was still clamped. The clamp was not preventing the blood from back-priming. I had to triple clamp the line to get the blood to stop back-priming. Minimal blood lost from bag. Product was functioning, until air was in the line. Then the blood back-flowed into the clamped side.